Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colono videoscope tested positive for 15 colony forming units (cfus) of enterococcus faecalis, enterobacter cloacae complex, gram negative bacillus, and staphylococcus epidermidis. The issue occurred during reprocessing with no report of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d8; g3; h2; h3; h4; h6 and h11. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, by the customer: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: <15cfu. Bacterial identification: staphylococcus epidermidis. Sampling date: (B)(6) 2025. Sampling from: unknown. Bacterial identification: <15cfu enterobacter cloacae complex; <15cfu gram negative bacillus. Sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: <15cfu. Bacterial identification: enterococcus faecalis. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.